Event description:
The customer reported that the system had a high ma error during a case. The procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor was replaced and the ma sensor and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.